Event description:
The facility reports the resident's genitals got stuck between the tub and the chair. When pt went to change position pt fell to the floor with the handrest in their hand. The resident suffered a hip fracture and a swollen elbow.